Event description:
It was reported that the cardiosave intra-aortic balloon pump is displaying sensor iab module error. No pressure measurement possible . Console was exchanged for other cardiosave iabp where the pressure measurement works. There was no patient harm or injury reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the error could not be reproduced, fio test performed ok, operation with test fio catheter and simulator ok, no error detectable. When checking the plug contact (catheter device), residues were found in the hoses from the pneumatic module so a new pneumatic module was installed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The cardiosave was approved for use.